Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3.0mm x 15mm wolverine peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications as a result of this event and the patient condition were good post-procedure.